Event description:
It was reported during surgery that the water was leaking from near the trigger. There was no harm or delay. During device evaluation, the batteries were leaking electrolyte. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. There was no fluid leakage from the trigger or handpiece. No other damage was found. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to the device manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.